Manufacturer narrative:
Serial number: "(B)(4)" should be corrected to "(B)(4)" in the initial MDR. A new work order search was performed for the correct serial number. One similar complaint type event was reported for units within the same lots. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm513.2, -08.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. Low vault was observed and the lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.